Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient outcome and heartmate 3 left ventricular assist system (lvas), serial number (B)(4), cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 lvas, serial number mlp-015692, on 25apr2019. On (B)(6) 2022 the patient expired due to unspecified reasons. No alarms, clinical symptoms, or device-related issues were reported in association with the event. Heartmate 3 lvas, serial number (B)(4), was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided the heartmate 3 lvas instructions for use (IFU), rev. C, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death is unknown. Additional information was not provided.